Manufacturer narrative:
As part of our investigation, the ess informed the facility¿s endoscopy manager of the missing accessory and recommended that the scope not be used if they were reprocessing in the oer pro due to the missing tubing. The ess discussed the option of manually cleaning the scopes if they were to be used. Also, assisted the customer with obtaining the maj-2358 tubing. On (B)(6), 2021, the ess returned to the customer¿s site and provided an in-service to the facility¿s endoscopy and infection control staff which included: high level disinfecting, leak testing, manual cleaning, channel brushing /flushing, handling and storage. Additional education was provided to the staff by the ess on (B)(6), 2021, when the maj -2358 tubing was received. The ess went onsite and demonstrated the proper way to use and connect the accessory. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The endoscopic support specialist (ess) reported that on (B)(6), 2021, an onsite reprocessing in-service was performed at the customer¿s site with no deviations noted since the staff was only to perform the scope¿s precleaning. On (B)(6), 2021, the ess reviewed the reprocessing documents and noted that the customer did not have the maj-2358 connection tubing for the oer-pro to allow for the scope¿s proper manual cleaning. There was no associated patient infection reported. However, the staff did mention notifying patients whom had procedures performed with improperly reprocessed scope. No further information was provided. This report is being submitted to address the improper reprocessing of the scope due to the missing maj-2358 tube.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause is likely less training on device handling or reprocessing to the facility staff. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿chapter 7 reprocess endoscopes and accessories using an automated endoscope reprocessor/washer-disinfector: 7.1 summary: when cleaning and disinfecting the endoscope in oer-aw or oer-pro, use connectors or a retaining rack that are compatible with the endoscope model. Using incompatible connectors or retaining racks can lead to insufficient endoscope cleaning and disinfection, or sterilization, which may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. The compatible connectors and retaining racks for the endoscope model should be listed in the oer-aw or oer-pro instruction manuals. Table 7.1 below also provides information about compatible connectors and retaining racks.¿ olympus will continue to monitor the field performance of this device.